Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had incomplete history. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programed correct time/date and monitored for several days with basal rate and several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. No bolus anomaly or history anomaly noted. However, the insulin pump was unable to download unit to carelink pro due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.